Event description:
Customer reported that the insulin pump alarmed for a button error. The blood glucose reading was 126 mg/dl. Customer reported that he had gone swimming with the insulin pump the day prior. Customer stated that he thought that the insulin pump was no longer delivering insulin, so he treated with manual injections. He stated that the blood glucose dropped to 19 mg/dl and was treated by paramedics. He stated that fluid was visible under the display. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.